Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with the use of a thermocool smart touch sf bi-directional navigation catheter and suffered heart block that required a pacemaker insertion. During ablation phase, there was an atrial signal without a ventricular signal so the ablation was stopped; however, the heartbeat did not resume normally. The caller reported the patient had come in with bradycardia. The medical intervention provided was a pacemaker insertion. The patient was reported to be in stable condition. There were no patient factors cited that may have contributed to the adverse event. There¿s no information available regarding physician¿s causality opinion or patient¿s extended hospitalization. No issues or errors were reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
On 7/3/2018, bwi received additional information about the reported event. It was reported that the patient was a female who has fully recovered with no residual effects. A normal hospital stay was required due to permanent pacemaker insertion and the physician thought that the adverse event could be related to the catheter choice (stsf vs 4mm). No issues or errors were reported on any bwi products or equipment during the procedure. Manufacturer's ref # (B)(4).